Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing random alarms which reportedly ceased when the pt's power module pt cable and system controller were exchanged. The pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During functional testing of the system controller, no alarm conditions were observed. However, when the black power lead was maneuvered at the connector end during testing, the power module sounded an audible alarm, consistent with reported event. In addition, the system reported yellow battery alarms and the voltage levels on the system monitor varied with manipulation of the black power lead. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead, the brown conductor that monitors the battery voltage was found to be severed. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.